Event description:
Reported by home pt that the tubing was "leaking like a soaker hose". Husband would setup tubing @ 6:00 pm and not see any leaks, when checking @ 1:00 am, tubing was found to be leaking and soaking the floor. Solution used was 3 in 1 @ 140ml/hr. Noted that there were 6-7 sets with this condition. There was no noted medical intervention.